Manufacturer narrative:
Company rep evaluated the system and verified the reported problem. Corrections included replacement of the system's radio transceiver board and calibrating. Communication was reestablished. System was safety tested to factory's specs.

Event description:
Customer reported the panorama central station had lost communication, which may have affected telemetry monitoring. No pt injury was reported.